Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that multiple intermittent occlusions occurred. Reportedly customer was using insulin off label. Customer subsequently reverted to an alternate method of insulin therapy.